Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label broken. The customer stated problem "motor not running" was duplicated at start of occlusion test; "continuous primary audible alarm" could not be duplicated. Impact knocked the main board out of alignment with extrusion slot. Placed main board back into extrusion slot. Replaced speaker as a preventative measure. The cause of the reported problem was traced to the user manipulation of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical pump presented with a primary audible alarm(paa) going off. There were no reported adverse events.